Manufacturer narrative:
(B) (4): catheter.

Event description:
The pt experienced increased pain. The physician performed a dye study (date not reported) and was unable to aspirate from the catheter access port (cap). It was determined that the catheter was kinked. The pt was being referred to a surgeon for a catheter revision. There was reported to be no pt injury. The device system was used to deliver morphine.